Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel in the left forearm. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during inflation at 8atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.